Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at the end-of-life (eol) due to normal battery depletion.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.